Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the device had replace generator message. Patient is receiving adequate therapy. Patient did not have any unrelated prior procedures. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Corrected information - health effect - impact code: added replacement (4629).

Event description:
Additional information received indicates the ipg was replaced to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.